Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their unspecified brand of onetouch verio meter was reading inaccurately compared to a ¿freestyle¿ meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged inaccuracy occurred, nor is it known what results the patient obtained which they felt were inaccurate. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unknown period of time after the alleged issue occurred, they developed ¿hypoglycemia¿ and as a result of their self-treatment of eating additional food and/or drink, also experienced ¿weight gain¿. No information regarding the dates or times of these events could be provided by the patient at the time of the initial call. At the time of troubleshooting the cca was unable to obtain any additional information. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue was not resolved at the time of troubleshooting.